Manufacturer narrative:
(B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the cassette and solution bag. This occurred during an unspecified process step of peritoneal dialysis therapy. No damage or leak was reported at the connection point and the connection was properly tightened before the therapy started. Renal therapy services (rts) assisted the caregiver in ending the therapy session. The patient would continue therapy using manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.